Event description:
The customer stated the rubella calibration failed with error code 1111: m-cal 1 check too high, rubella g, on the axsym analyzer. The abbott customer technical advocate asked the customer to replace the probe and sent the customer standard calibrators. After replacing the probe, the calibration failed again. The customer diluted the mcal 1 one to one with solution 4. No impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.